Event description:
Account called and stated that when lowering the head section the hilow will lower without touching the buttons. No report of injury, bed was found in hallway.

Manufacturer narrative:
Replaced siderail control left-hand inner and siderail control left-hand outer.